Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. The impella pump migrated out of position and ended up beneath the papillary muscle. Several repositioning attempts were made, but the decision was ultimately made to leave the impella in its current position. The medical team decided to keep the impella in place for several days to provide support before addressing the repair of the left circumflex artery (lcx). The patient expired while on support. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the [death] outcome. The patient's peri-procedural condition was critical.